Manufacturer narrative:
(B)(4). The customer reported the device failed to recognize the battery and would unexpectedly shut down. There was no report of pt involvement. Philips supplies sent the customer a new battery which resolved the failure. As on (B)(6) 2011 there have been no further calls from this customer site regarding this issue.

Event description:
The customer reported that the device failed to recognize the battery and would unexpectedly shut down. There was no report of pt involvement.